Event description:
It was reported that during a da vinci surgical procedure, the site experienced system error 212. The site was unable to clear the system error. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated with a input output distribution board/remote interface adapter cable. The fse found one pin at the connection end of the cable to be recessed. The iod/ria cable is a bundle of wires which transmits power and sensor information between the surgeon side cart and the remote interface adapter (ria) board associated with a particular slave arm. The system was repaired by replacing the affected ria cable. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. As of march 11, 2010, there have been no reported recurrences of the issue at this hospital.